Event description:
It was reported that the reamer shaft broke. No delay or injury reported. A backup device was available.

Manufacturer narrative:
The associated mi z handle acetabular reamer was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The driver shaft fractured at one of the swivel joints and all pieces were returned. The device was manufactured in 2015 and exhibits signs of extensive wear/usage. The joint most likely fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the joint could not bear the imposed torsional loading, which lead to a fracture. Fatigue cracking is caused by the reamer bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.